Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up with the hcp. It was reported that the only information that the hcp had was that the pump¿s residual volume discrepancies were getting more and more over past year after being steady until then, and the patient was feeling like they were going through withdrawal. It was confirmed that there were no pump alarms.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving fentanyl 2300 mcg/ml at a dose of 1056.8 mcg/day and bupivacaine 23 mg/ml at a dose of 10.568 mg/day via an implantable pump. The indication for use was not provided. It was reported that the pump was delivering drug at a slower and slower rate. It was noted that from experience, the pain program was aware of drugs mixing and causing corrosion and leading to possible motor stalls, and that they identified this pump their selves as needing replacement due to its slow drug delivery being attributable to a motor issue. It was note that residual versus actual volume calculations were used as diagnostics/troubleshooting. Monitoring was done as interventions/actions taken. The pump was replaced and the issue was resolved. No further complications were reported or anticipated.